Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was observed during initial testing using the customer's returned multifunction cable (mfc) and cprd connector. When tested with a known-good mfc and cprd connector the device functioned as expected. Upon further inspection the customer's returned accessories were contaminated with excessive bodily fluids, making them unsuitable for further evaluation. Without these accessories, it could not be determined whether the bodily fluids contributed to the failure. The mfc and cprd connector were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.